Event description:
Customer reported an incident were the tubing leaked at the bottom of the burette chamber during patients chemo treatment. Patient did not receive full dose of chemo due to leak. Family noticed a small chemo leak 20 minutes after patients therapy started. Nurse stopped therapy and small crack was noticed at the bottom of the burrette chamber. Chemo and tubing were removed from patient. Chemo respiked on new buretrol set. Chemo that was lost was placed in next bag. Nurse was again called to patients room, family again noticed leaking this time from the top of the burette chamber. No patient injury has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Unused samples have been requestd for evaluation. If samples are received and an evaluation performed, a follow-up report will be filed.